Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6), batch: 21120550.

Event description:
It was reported that patients pain relief had change and was not able to get enough pain relief. It was noted that patients ipg was getting hot while charging. The patients lead also had migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return.